Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak mixing pump. The arctic sun 5000 was evaluated onsite. During the evaluation, it was found that the mixing pump was found to be too weak. Mixing pump was replaced. Visual inspection the right drain valve is damage. Circulation pump was too weak. Device underwent pm. Circulation pump was replaced. Heater, and drain valves were replaced. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: f, g, h. Initial reporter phone number: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation, the right drain damaged, mixing and circulation pumps were weak in an arctic sun device.

Event description:
It was reported that the during sample evaluation, the right drain damaged, mixing and circulation pumps were weak in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.